Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported finding a needle in the foot of his (B)(6) year old grandson. Caller stated it is from the lancing device as there was a bit of white plastic on the needle. Caller reported he removed the needle which was only 1 mm in the skin; disinfected the spot, as there was one small drop of blood and no further medical assistance was needed. Alleged needle is not available. Requested lancing devices for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.